Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was exhibiting far field r-wave (ffrw) oversensing and the left ventricular (lv) lead exhibited possible high thresholds. Follow up yielded no further information and the leads remain in use. No patient complications have been reported as a result of this event.